Event description:
During spinal fusion, staff moved c arm into position around or table. Surgeon was still involved with patient and noticed portion of table drop. Patient was reassessed and surgery continued. Possibility of patient line running across auxiliary bed control switches. The protective cover for these switches was broken off.